Event description:
While troubleshooting an electronic error, rptr discovered that insulin had leaked inside of the device's cartridge compartment. Rptr indicated that the pt's blood glucose was elevated (283 mg/dl), which pt self-treated by bolusing.